Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the multiple unidentified alarms occurred that suspended insulin delivery. Blood glucose (bg) was as high as 300 mg/dl. Customer reverted to a backup method for insulin delivery. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.